Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with ceftazidime injection (1g, for 14 days, route and frequency were not reported) and vancomycin injection (1g, twice a week, route and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering. Treatment was ongoing. It was also reported that the patient's catheter was removed and the patient was switched to hemodialysis twice a week. No additional information is available.

Manufacturer narrative:
Additional information in b5. B5: it was reported during follow up that on an unknown date, the patient was discharged from the hospital, antibiotic treatment was stopped and the patient was recovered from this event. Should additional relevant information become available, a supplemental report will be submitted.